Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had an insertion issue and when the health care professional removed the sensor it was zigzagged. The customer had removed and replaced her sensor, which caused the sensor error, lost sensor, and pain at her site. Customer mentioned that she had a low blood sugar seizure after her sensor quit working. Customer treated with a popsicle. Customer is very new to the pump and is not wearing the pump for insulin right now. Customer is still self injecting. Customer is just wearing the sensor. Customer's recent blood glucose was 582 mg/dl. Customer treated with an injection. Customer was advised to return the sensor. Both sensors were zigzagged and bent. Customer will be sent replacements.